Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer (biomed) reported to philips that the touchscreen will not calibrate. The device was not being used on a patient at the time of the event. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse recommended to the biomed ordering and replacing v60 touchscreen. The part information was provided to order the replacement part. The biomed confirmed via email to the philips rse that replacing the touchscreen resolved the reported problem. The device remains at the customer site.